Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician manipulated the angio-seal device as usual. After the anchor was positioned, when the physician was maintaining tension to the suture, the suture separated. After that, hemostasis was successfully achieved by pulling the suture with forceps. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.